Manufacturer narrative:
Hollister was allowed to review the broken part on site at the hospital. The hospital is not willing to release the product to hollister for further investigation. Based on all available data, a general trend review and mfg process review, the investigation showed this to be an isolated instance. The rep device testing/analysis showed at least 20 lbs of force is needed to pull and break the tab.

Event description:
It was reported that a pt had a foreign body in the lower lobe of his left lung. A bronchoscopy was performed on (B)(6) 2011 and a hard plastic piece measuring less than 1cm in length and width was removed. The foreign body appears to be a piece of the anchorfast oral endotracheal tube fastener. The hospital was unable to determine how the device broke.